Event description:
It was reported that the user¿s dexcom g7 sensor was defective, resulting in the ilet operating in bg-run mode and prompting reconnection alerts that were dismissed until a manual blood glucose of 175 mg/dl was entered, after which the pump restarted and delivered 0.071 units of insulin as confirmed in the bionic report. Symptoms included no reported hypoglycemia, hyperglycemia, or other adverse physiological effects. Outcomes included continued therapy in bg-run mode with instruction to enter manual blood glucose values every four hours for up to 72 hours and the user¿s plan to contact a healthcare provider for replacement sensors. Investigation included review of device data confirming successful manual entry and corresponding insulin delivery. Investigation of this case revealed that the device functioned as designed in bg-run mode following loss of cgm input due to the external cgm sensor issue, with no pump hardware or software malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was loss of cgm signal due to a defective external sensor, with the ilet¿s response and user guidance performing as intended.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.